Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device leaked co2. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4).additional information was requested and the following was obtained:was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No.what was the gas consumption rate or volume (liter/minute)?12 l/min. Were you able to identify where the leak was coming from? No.was a device inserted in the trocar during the leaking? If so, what device? No.was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.